Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced repeated loss of signal between the ilet bionic pancreas and a dexcom g7 continuous glucose monitor (cgm) sensor, and the user acknowledged the sensor was overdue for replacement; the agent advised starting with insertion of a new sensor, and blood glucose was not affected. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in therapy and no need for medical care. User support included troubleshooting and education regarding sensor replacement and communication best practices. Investigation of this case revealed that the likely cause was sensor wear-out or communication interruption associated with an overdue sensor, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors and sensor age were the most probable contributors to the signal loss.